Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on (B)(6) 2017, confirmed that the coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This type of coating damage most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during an uncertain procedure. The grasping section did not work when it was used in tissues. It was not reported that whether the procedure was completed and whether the device was replaced. There was no fallen fragment was reported. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2017, confirmed that the whole tissue pad was fallen off and missing. It was not reported where the tissue pad was fallen off. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the coating damage. Another report regarding the tissue pad damage is going to be submitted separately.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".